Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable pulse generator (ipg) patient that their pulse was lowering and they were feeling tired more frequently than usual. The patient also reported a heart rate lower than that of the programmed lower rate of the ipg. The implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.